Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods'), device dislocation ('it embedded itself in her pelvic wall') and pelvic pain ('stabbing pain on left side / could feel it stabbing me (post hysto)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "got novasure and a tubal ligation (with essure written on the top)" and device ineffective "other tube was not clipped off / failed essure". The patient's medical history included d & c on (B)(6) 2015 and biopsy uterus on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), musculoskeletal chest pain ("rib pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (essure left coil removed on (B)(6) 2016 and vaginal hysterectomy and removal of right coil on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, device dislocation, pelvic pain, myalgia, musculoskeletal chest pain and musculoskeletal pain outcome was unknown. The reporter considered device dislocation, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia and pelvic pain to be related to essure. The reporter commented: vaginal hysterectomy and removal of right coil was performed on (B)(6) 2015. She told the physician that they left a coil behind after. On (B)(6) 2016 left essure removal was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: case correction: final report was ticked. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods'), device dislocation ('it embedded itself in her pelvic wall') and pelvic pain ('stabbing pain on left side / could feel it stabbing me (post hysto)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "got novasure and a tubal ligation (with essure written on the top)" and device ineffective "other tube was not clipped off / failed essure". The patient's medical history included d & c on (B)(6) 2015 and biopsy uterus on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), musculoskeletal chest pain ("rib pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (essure left coil removed on (B)(6) 2016 and vaginal hysterectomy and removal of right coil on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, device dislocation, pelvic pain, myalgia, musculoskeletal chest pain and musculoskeletal pain outcome was unknown. The reporter considered device dislocation, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia and pelvic pain to be related to essure. The reporter commented: vaginal hysterectomy and removal of right coil was performed on (B)(6) 2015. She told the physician that they left a coil behind after. On (B)(6) 2016 left essure removal was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods'), embedded device ('it embedded itself in her pelvic wall') and pelvic pain ('stabbing pain on left side/could feel it stabbing me (post hysto)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "got novasure and a tubal ligation (with essure written on the top)" and device ineffective "other tube was not clipped off/failed essure". The patient's medical history included d & c on (B)(6) 2015 and biopsy uterus on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), musculoskeletal chest pain ("rib pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (essure left coil removed on (B)(6) 2016 and vaginal hysterectomy and removal of right coil on ((B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, embedded device, pelvic pain, myalgia, musculoskeletal chest pain and musculoskeletal pain outcome was unknown. The reporter considered embedded device, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia and pelvic pain to be related to essure. The reporter commented: vaginal hysterectomy and removal of right coil was performed on (B)(6) 2015. She told the physician that they left a coil behind after. On (B)(6) 2016 left essure removal was performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.